Event description:
It was reported by the clinician that an acl repair was being performed on a patient. The kit was opened and placed femorally for the patient. Good stimulation was obtained and the catheter was placed. At which time, the excess of catheter outside the patient sheared off leaving only a small portion to attempt to attach to the snaplock adapter. The physician then removed the catheter and placed another catheter successfully. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.